Event description:
Customer reported overload errors and popping noises. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the filament voltage, and cleaned the power supply connectors. System operates as intended.